Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were observed on the right atrial lead due to suspected lead damage. Provocative testing was performed which resulted in noise and oversensing. No further intervention was performed at this time. The patient was stable.